Event description:
It was reported that the ventricular lead exhibited loss of capture and loss of sensing. The patient was asymptomatic. A dislodgment was suspected and the lead was successfully repositioned.